Event description:
Failure of zoll defibrillator to d/c. Pt went into ventricular fibrillation - nurse changed defibrillator and unit would not discharge. Unit not in synchronous mode. Pt recovered after receiving shock from third defibrillator. Pt recovered after converting to normal sinus rhythm.